Manufacturer narrative:
Concomitant medical products: cv-190 evis exera iii video system center sn: (B)(4) , clv-190 evis exera iii xenon light source sn: (B)(4). The device has not been returned for evaluation. The issue was reported to the field service engineer (fse). The fse visited the site and observed the same issue. There was no signal image due to circuit board malfunction. Additionally, the fse found corrosion on the plug unit, the adhesive on the bending section cover showed signs of wear and the angulation was out of standard. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus representative reported on behalf of customer that during preparation for use, the evis exera iii bronchovideoscope was observed to have no scope image. The intended procedure was a rigid bronchoscopy with balloon dilation, expanding air way. The scope was changed to another scope and completed case. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the plug unit was corroded while the user was handling the device which led to unstable communication. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image . The event can be prevented by following the instructions for use (IFU) which state: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.